Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the constant air in line alarm, which was not reproduced due to a reload set alarm. Constant air in line alarms were confirmed through a review of the device event history log. Evaluation found the upstream sensor current readings were below specifications. The upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.